Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/10/2015. (B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a posterior mesh repair in prospect trial on (B)(6) 2011. Following the procedure, the patient underwent excision of a small area of exposed mesh from the posterior vaginal wall which was later completed on (B)(6) 2013. No additional information was provided.